Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the clinical data indicated right ventricular pacing pauses. No anomalies noted on the device interrogation. Printouts from external EKG monitoring show a single dropped ventricular pace occurring once every 1 hour and 30 seconds. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that use of implantable pulse generator (ipg) the device exhibited single dropped ventricular pace. The ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.